Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-1111 scope light was left on which caused the tip of the scope to burn the drapes. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The maquet territory manager reported that there was no product malfunction and this was just user error.

Manufacturer narrative:
H6: method: since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. (B)(4).